Event description:
Per the clinic, the patient experienced malposition of the electrode in the vestibule of the inner ear. Subsequently, the device was explanted on (B)(6) 2025 and the patient was re-implanted with another cochlear device during the same surgery.

Manufacturer narrative:
Correction: the date of explant is confirmed to be on (B)(6) 2025, not (B)(6) 2025 as reported in initial MDR [6000034-2026-00561] submitted on february 05, 2026. Device analysis report attached.